Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. Through follow up, the health care provider indicated that the reason for explant was not related to a device malfunction. However, the reason for explant was not provided. The device was replaced with another edwards bioprosthetic valve, one size smaller. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the explanted device was replaced with another edwards bioprosthetic valve, one size smaller. This information suggests that this event may have been related to a sizing issue, however, this cannot confirmed with the little information provided.

Manufacturer narrative:
Based on the operative report received on (B)(6) 2012, the patient has undergone workup and was found to have severe aortic stenosis. The native valve was found to have severe calcific changes and the leaflets were excised in their entirety. A 23mm edwards (subject) valve was then lowered into position and tied and appeared to be well seated. Next, we had some difficulty in re-approximating the edges of the aortotomy and therefore a root enlargement was also performed using a patch uneventfully. After cardiac tone returned it became apparent that there was a small perivalvular leak. The heart was rearrested and aortotomy was opened to inspect the area of the perivalvular leak. We were able to identify 1 area, which appeared to be the source of the perivalvular leak and additional sutures were placed, taking care to not to injure the coronary arteries or the underlying artificial valve. This was done uneventfully and the aortotomy was again closed. Unfortunately we found a similar amount of perivalvular leak after cardiac tone was resumed. Next, the heart was re-arrested again and a previous root enlargement patch was removed in its entirety and previously placed (subject) valve was removed. A 21mm edwards valve was placed and the valve was well seated. Again, a patch was used for root enlargement using a 4-0 prolene suture in a running fashion. The cross-clamp was released and cardiac tome returned. Left ventricular function appeared to be adequate on moderate inotropic support. No leak was seen. Cardiopulmonary bypass was gradually weaned and discontinued. The patient tolerated the procedure well. Following surgery the patient was transferred to the cardiac ICU in stable condition. Per the discharge summary, the patient was extubated in postoperative day #1. The patient developed coagulopathy as well as acute blood loss anemia. Once extubated and stabilized in the ICU, he was transferred to the step down unit on postoperative day # 2. In the step down unit, he had his chest tubes and wires removed without difficulty. On postoperative day # 5, the patient was stable and was discharged home. Unfortunately, the subject device was not returned; therefore, the subject device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.